Event description:
A malfunction alarm occurred with the code malf 9, but there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted them in resetting the pump. After the reset, the malfunction did not recur. It was advised that the customer continue using the pump and to contact support if the issue arises again.